Manufacturer narrative:
A1-a5: patient information was not provided. Livanova deutschland manufactures the essenz heart-lung machine (hlm) arterial clamp (ac). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz heart-lung machine (hlm) arterial clamp (ac) was giving the error message "arterial clamp defective". There is no report of any patient injury.